Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Asr xl acetabular system (left); asr xl acetabular system (right). Update: added products. Received: (B)(6) 2013. Update: advised which products belong to which side, amended revision and implant date. Received: (B)(6) 2013. Asr xl - right. Implanted on (B)(6) 2006. Revised on (B)(6) 2009. Products 1, 3, 5 and 7 belong to the right side. Asr xl - left. Implanted on (B)(6) 2007. Left side products are yet to be revised. Products 2, 4, 6 and 8 belong to the left side. Update- added hospital, taken from claimsuite dated 21st feb 2013. ***surgeon confirmation form received 4th june 2014. Reasons for revision added for right side.*** revision reasons for the right hip: pain, fluid collection around hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 15 oct. 2015: reason for revision of left hip as alval / soft tissue reaction. Revision date for left hip is (B)(6) 2015. Added expiry dates for all products (right and left). Updated file handler details. Taken from claimsuite update 7 oct. 2015.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.